Event description:
It was reported that the device had over infusion. Flolan infusion was programmed to infuse over five (5) hours at a rate of 9.9ml/hr, however finished in three (3) hours. There was patient involvement but no harm. Received a copy of the customer's medwatch report from FDA which states, "alaris pump was set at 9.9 ml for it to be changed in 5 hours and ran out in three hours instead of 5. Charge nurse verified the numbers were entered correctly in pump. No noted patient harm."

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction : describe event or problem, medical device catalog #, medical device model #, other occupation, FDA notified?, report source other, additional information : age at time of event, age unit, date of birth, sex, patient ethnicity, patient race, report source, device eval by manufacturer?, imdrf annex a, g, b, c, d codes related report number grid and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of inaccuracy / over infusion was not confirmed or replicated during testing of the returned syringe module. Laboratory test results performed on the reported suspect device confirmed the syringe module to be within specification. An internal and external inspection was performed for the suspect syringe module, and no issues were found that could have contributed to the reported inaccuracy / over infusion. The test and inspection of the syringe administration set from the incident could not be carried out; the administration set was not returned for investigation. No error logs were found on the day reported event 06jan2025. A log review of the last infusion performed on the device in relation to the event reported on january 6, 2025, was conducted. On (B)(6) 2025 at 2:06:30 am to 2:06:31 am: syringe type: bd 50ml, channel a, drugid=440 (flolan), syringe volume detected: 32.65 ml, rate=9.92 ml/h, vtbi=31.0056 ml, primary volume infused=136.127 ml of accumulated infusions, secondary volume infused=0 ml and infusion started. On (B)(6) 2025 at 5:24:09 am to 5:28:53 am: infusion completed, pump pause key selection, primary volume infused=168.786 ml, secondary volume infused=0 ml, total volume infused=168.786 ml and key unit channel off. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the report of inaccuracy / over infusion of the syringe module was not determined. The incident device was fully evaluated based on the provided details, and no issues or anomalies were observed regarding the reported issue.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had over infusion. Flolan infusion was programmed to infuse over five (5) hours at a rate of 9.9ml/hr, however finished in three (3) hours. There was patient involvement but no harm.